Manufacturer narrative:
H2: correction the device was not returned for evaluation. H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the blade was producing metal shavings. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : upopened blade from the same lot being returned for evaluation, the blade in question were disposed of.

Event description:
It was reported that during a procedure, the blade was producing metal shavings. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.